Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 600 mg/dl and ketones identified as life threatening by a healthcare provider. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem technical support informed customer that admelog insulin is off label per the user guide. Customer alleged the control iq software did not function as intended, tandem technical support requested the customer upload pump logs; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the ICU on (B)(6), 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.